Event description:
A nurse reported five patients, one bilaterally implanted, who had lenses exchanged due to unexpected postoperative refractions following intraocular lens (iol) implant surgery. The surgeon reported most of the patients had prior lasik procedures performed which resulted in biometry and calculation errors. This patient had a lasik prior to her cataract procedure. This patient had a bilateral iol implant procedures. The surgeon does not feel the iol caused or contributed to the event. At a post-exchange follow up visit, the nurse noted the patient's visual acuity was much better. Additional information has been requested. There are six medical device reports associated with the event. This report is for the third patient, left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/13/2011 and 10/25/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).